Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg had no power. It was found that the liquid crystal display (lcd) wire was pinched with wire insulation exposed. It was further noted that a capacitator was damaged on main printed circuit board (pcb) and that the upper case was broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.